Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately low compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information: the patient tests between four to six times daily and manages his diabetes with insulin via insulin pump. The patient clarified he takes novolog 100, his basal is 0.35 units per hour and his bolus averages 15 units a day. The patient clarified that on the morning of (B)(6) 2012 (just after waking up) he obtained a blood glucose reading of "low" with the subject meter. The patient indicated he immediately tested with his secondary meter, the onetouch ultrasmart, and obtained a reading of "124mg/dl". Sometime between 9-9:30am that morning, the patient confirmed he obtained a reading of "30mg/dl" with the subject meter and "145mg/dl" with his secondary meter, performed at the same time of each other. Based on statistical methodology, the calculated difference of each of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient indicated he did not take any action in response to the subject meter's readings. The patient confirmed he did not develop any symptoms as a result of the alleged issue nor did he receive any form of medical intervention after the reported meter issue occurred. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient denied developing any symptoms because of the alleged meter issue. The patient also denied receiving treatment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.